Event description:
The complainant reported the patient was on impella cp support and after the implant, the impella flipped on itself in the ascending aorta. The surgeon attempted to straighten the pump, but was unsuccessful. The inlet was anchored to snare the pump. The pump was removed and the cannula was kinked along with the catheter near the motor current housing. The pump was replaced and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Cp pump was returned and was visually inspected. Catheter kink and cannula kink observed near the out-flow cage. No other abnormality observed. Cannula bent and deformed. The cause of the delivery issue was patient condition related due to tortuosity of patient's vessels condition that was unable to pass the device and led to kinks.